Manufacturer narrative:
Concomitant product: 4068 lead, implanted (B)(6) 1997.

Event description:
It was reported that the right ventricular (rv) lead had oversensing. The sensitivity was reprogrammed and the lead remains in use. The patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the rv lead exhibited oversensing on the unipolar lead again. No action was taken. Despite the known performance issue, the lead continues to be used based on medical judgment.